Manufacturer narrative:
Section d10: corrected data. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the submitted log files and log file downloaded from the returned system controller (serial number: (B)(6)). The log files contained approximately 2.5 hours of data combined (04:47:07 ¿ 06:56:08 on (B)(6) 2020 and 11:38:24 ¿ 12:05:08 on (B)(6) 2020 per the timestamp). The log files did not capture the power cables or the driveline being disconnected from the controller before it was exchanged, indicating that the controller was in backup mode. By design, the system controller does not record events while in backup mode. Since the controller was returned, the log file would capture the driveline and both power cables being disconnected from the controller if the controller was not in backup mode. Backup mode is indicated on the system controller by an active controller fault alarm, and only half of the green pump running symbol being illuminated. During testing of the returned system controller, the controller was no longer in backup mode. The controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported event of a controller fault alarm was determined to be caused by the controller being in backup mode. The root cause of the controller entering backup mode could not be conclusively determined through this analysis. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The referenced thrombus is reported against the pump in MFR report #2916596-2020-01159. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a clotted inflow cannula. Patient also had low flow alarms, low speed advisories, and controller fault alarms. An echocardiogram (echo) showed an inflow clot. No other signs or symptoms of hemolysis are present. The patient stated that he felt palpitations but had no other complaints. Pump was explanted on (B)(6) 2020.